Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several inappropriate electric shocks. Upon review, it was noted that the this ICD was in battery capacity depleted (bcd) and delivered inappropriate electric shocks due to normal sinus rhythm. The rhythm was not accelerate, however, the heart rate was a little high. The patient was hospitalized and the explant of the ICD will be performed. Subsequently, a revision procedure was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was subjected to a comprehensive inspection and analysis at our post market quality assurance laboratory. Visual examination revealed no physical damage or defects. Review of device memory showed no suspicious faults or resets. Although the elective replacement indicator (eri) and end of life (eol) statuses were tripped, the recorded values were incorrect due to internal charge time and capacity measurement anomalies. Nominal values were reloaded, and the device successfully passed the returned products test, which includes automated diagnostics verifying pacing, sensing, and recording functions relative to battery voltage. It was noted that the device clock had been reset multiple times during service life, complicating timeline reconstruction. Despite these discrepancies, the device demonstrated normal depletion, and therapy delivery remained unaffected based on return product testing. The incorrect battery status was attributed to programmer interrogation with an inaccurate system clock. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several inappropriate electric shocks. Upon review, it was noted that the this ICD was in battery capacity depleted (bcd) and delivered inappropriate electric shocks due to normal sinus rhythm. The rhythm was not accelerate, however, the heart rate was a little high. The patient was hospitalized and the explant of the ICD will be performed. Subsequently, a revision procedure was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.